Manufacturer narrative:
H6 medical device problem code: 2017 - incorrect prep, 2017 - failure to follow steps / instructions. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported deflation issues appears to be related to user error. It was reported that the contrast ration used in the procedure was 70 % contrast and 30 % saline. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, ce, instructions for use (IFU) specified that the contrast is diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issue. The reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6.0x100mm armada 18 balloon dilatation catheter was advanced into the patient anatomy and air aspiration performed. The balloon was inflated to 8 atmospheres three times. The balloon would not fully deflate and could not be removed through the sheath. The balloon catheter and sheath were removed as a single unit and the procedure completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.